Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this unknown pacemaker was explanted due to suspected premature battery depletion (pbd). At this time, the model/ serial number has not been able to be confirmed. Therefore, the product return is unknown. No additional adverse patient effects were reported.